Event description:
It was reported that the device embolized during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. A 30mm device was first selected and it was deployed in the laa of the patient. The implant position was distal, and the compression rate was also below 8% on two directions, so a partial recapture was performed. The device was deployed a second time and the position became too proximal so a full recapture was performed. A new 33mm device was selected to be used since it was a distal implant position with the 30mm device. The device was deployed and met release criteria. When the device was released the device tilted and the slope gradually increased. The device had turned sideways and a device retrieval with a snare was performed. The device became separated when the guidewire was inserted in the left superior pulmonary vein, and it got stuck in the mitral valve. Mitral stenosis and mitral regurgitation occurred temporarily. The device was returned in the left atrium using the snare, and the mitral stenosis and mitral regurgitation disappeared. Since the patients vitals stabilized the device retrieval was continued. The device was attempted to cross through the septum, but since it stopped moving to the right or left atrium, retrieval by thoracotomy was performed. The physician was able to retrieve the device surgically, and there was no patient complications that occurred.

Event description:
It was reported that the device embolized during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. A 30mm device was first selected and it was deployed in the laa of the patient. The implant position was distal, and the compression rate was also below 8% on two directions, so a partial recapture was performed. The device was deployed a second time and the position became too proximal so a full recapture was performed. A new 33mm device was selected to be used since it was a distal implant position with the 30mm device. The device was deployed and met release criteria. When the device was released the device tilted and the slope gradually increased. The device had turned sideways and a device retrieval with a snare was performed. The device became separated when the guidewire was inserted in the left superior pulmonary vein, and it got stuck in the mitral valve. Mitral stenosis and mitral regurgitation occurred temporarily. The device was returned in the left atrium using the snare, and the mitral stenosis and mitral regurgitation disappeared. Since the patients vitals stabilized the device retrieval was continued. The device was attempted to cross through the septum, but since it stopped moving to the right or left atrium, retrieval by thoracotomy was performed. The physician was able to retrieve the device surgically, and there was no patient complications that occurred. It was further reported that during surgery the physician retrieved the device and excised the laa. The procedure was finished with no complications.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a watchman delivery system without the implant. The device was bloody. Analysis of the tip, core wire, sheath and hub/valve were microscopically and visually inspected. Inspection revealed damage to the tip (flattened). Inspection of the rest of the device found no other damage or defect to the device.

Event description:
It was reported that the device embolized during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. A 30mm device was first selected and it was deployed in the laa of the patient. The implant position was distal, and the compression rate was also below 8% on two directions, so a partial recapture was performed. The device was deployed a second time and the position became too proximal so a full recapture was performed. A new 33mm device was selected to be used since it was a distal implant position with the 30mm device. The device was deployed and met release criteria. When the device was released the device tilted and the slope gradually increased. The device had turned sideways and a device retrieval with a snare was performed. The device became separated when the guidewire was inserted in the left superior pulmonary vein, and it got stuck in the mitral valve. Mitral stenosis and mitral regurgitation occurred temporarily. The device was returned in the left atrium using the snare, and the mitral stenosis and mitral regurgitation disappeared. Since the patients vitals stabilized the device retrieval was continued. The device was attempted to cross through the septum, but since it stopped moving to the right or left atrium, retrieval by thoracotomy was performed. The physician was able to retrieve the device surgically, and there was no patient complications that occurred. It was further reported that during surgery the physician retrieved the device and excised the laa. The procedure was finished with no complications.